Event description:
The pt had a neuroform2 stent placement procedure in 2004. At the time, bsc was notified that the physician[s] had difficulty in deploying the stent. This event was determined to not be reportable. However, in 2004, bsc was notified that the pt subsequently had a groin/retroperitoneal hematoma, which was managed with compression and cessation of the integrilin infusion. Subsequently, this event is now being reported as an adverse event.